Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a new device was used and after 1.5 hrs of surgery, a instrument error is shown on the generator. The device was taken out and passed to the scrub nurse, she used wet gauze to clean the blade lightly and the blade was broken and fall on the sterile field, the broken piece was retrieved and put on a specimen bottle and pass to jj representative. Another new device was opened and used in the surgery. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿replace instrument¿ with the gen11 later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.